Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Patient x-rays were not available for review. A complaint database search found additional reported incidents against product code 198719055. A previous investigation was conducted and resulted in the initiation of CAPA-(B)(4) to investigate a trend of fractured lps lower extremity dovetail intercalary components. A health hazard evaluation was previously conducted and resulted in a voluntary recall in july of 2013 for all lots of the lps lower extremity dovetail intercalary component. The investigation could not draw any conclusions about the root cause of the current reported event based on the provided information. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address a broken bolt.